Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch reporter stated that when using an IV pump set on a patient, the unspecified pump showed occlusion. The set was checked and confirmed no restriction. It was suspected to be defective set that caused the pump alarm. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of pump showing occlusion can be confirmed based on lot history. This lot has had a proximal occlusion alarm confirmed. The probable cause of the alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. A proximal occlusion alarm was confirmed on lot 13615680 during CAPA investigation.